Event description:
The balloon had a hole in the membrane. The iab was removed and another was inserted into the pt. (Multiple event to complaint number 97-00013. Event complications: none from the event-reported 1/6/97. Pt's current status: in cvsicu with iabp.

Manufacturer narrative:
Evaluation: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause fo difficulty: based on event description and physical evidence, there was no leak in the iab. It is possible that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenomenon into its instructions for use for all stat iabs.